Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on the precision xtra blood glucose monitor. The consumer performed multiple tests, with results from 68mg/dl to 173mg/dl over an unknown period of time. The values, when plotted on a parkes error grid fall into the "d" zone showing the differences in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.